Event description:
It has been reported to the co that during an electrophysiology procedure this device failed to sense. The device was removed and replaced. The pt is reported as fine and the device is being returned for co analysis.